Manufacturer narrative:
(B)(4). A field service engineer was dispatched to customer site. The vacuum pump oil, and oil mist filter were replaced to resolve the odor/smells issue. Unit meets specifications and was returned to service on 04/05/2016.

Event description:
A customer reported an event of a odor emitting from the sterrad nx sterilizer. There was no report of any injuries or human reactions. The customer stated the unit was turned off and the customer was advised to leave the room. The customer stated they needed to stay in the room to continue working. An asp field service engineer was dispatched to assess the unit onsite. This event is being reported as a malfunction report subsequent to a serious injury.

Manufacturer narrative:
Method: materials and chemistry evaluation. Additional part replaced during service: catalytic converter. Asp investigation summary: the investigation included a review of the device history record (DHR), failure mode and effects analysis (fmea), and system risk analysis (sra). The DHR was reviewed. The unit met manufacturing specifications at the time of release and there were no issues related to this failure mode noted. The fmea revealed the risk priority number (rpn) scores are considered to be acceptable. The sra was reviewed for odor/smells and the risk is determined to be ¿low.¿ the catalytic converter and oil mist filter were returned for evaluation. No odor was noted. The reason for the return was not confirmed. The vacuum pump oil was not returned. The likely cause of the odor/smell issue was due to the catalytic converter, oil mist filter and vacuum pump oil as the issue was resolved after the replacement of the parts. The issue will be tracked and trended. No further investigation is necessary at this time.